Event description:
Healthcare professional reported "a left side deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: broken on fill channel and wear abrasion. Leak test and microscopic analysis was performed which identified: a sharp broken on fill channel and crack valve. Based on the device analysis the final assessment is: sharp broken on fill channel assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported "a left side deflation." Device explanted.

Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.